Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 410 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer reports lost sensors and a weak battery. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was informed that a new battery cap will be shipped to them out of courtesy.